Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the microcatheter used was a headway 17.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a axium coil detached prematurely. The first coil embolization was performed by another manufacturer, and the second product was used. After rewinding twice, an early detachment occurred. For safety reasons, the entire microcatheter was collected. The coil had already been detached in the catheter. The coil was removed from the patient with the catheter. No surgical intervention was required. There was no deformation or damage to the delivery pusher. There was no resistance during delivery. The coil was not repositioned. The physician did not attempt to reposition the coil. The delivery pushed did not rotate inside the patient. Continuous flush was administered during the procedure. The patient was being treated for a ruptured, amorphous aneurysm in the right internal carotidposterior communicating (icpc). The max diameter was 6mm and the neck diameter was 3mm. Blood flow speed was ordinary and vessel tortuosity had no abnormalities. No patient symptoms or complications were reported. Ancillary devices: headway microcatheter, chika10 guidewire.